Event description:
Surgical services staff reported concern with safety relating to chloraprep sepp applicators. While preparing for an IV insertion, the ampule was crushed as required to deliver the skin prep for the procedure. In the process of breaking, a piece of the inner glass liner penetrated the outer plastic protective cover. There was no injury to healthcare provider in this instance and the device was saved for evaluation purposes. A staff member noted this is the 3rd recent event of this type. In the previous 2 incidents the glass penetrated provider's skin causing small laceration. I have asked staff whether these are new occurrences and they indicated this has only begun happening recently to various staff members. I have also asked for incident reports to be filed relating to all failures moving forward. This is not a new product to our facility. The device from this most recent event was saved for evaluation purposes.